Manufacturer narrative:
The verify indicator tape is intended to secure items wrapped in synthetic wrap materials until used and to distinguish between processed and unprocessed units through a color change from the start color (pink) to peach, yellow or light. The device history record for the subject lot was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A complaint review indicates this is an isolated event for the subject lot. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting an MDR solely due to the receipt of the user facility vigilance report which is in accordance with our policies and procedures. No additional issues have been reported.

Event description:
The user facility reported via a vigilance report to the italian ministry of health that their indicator tape was detaching from the sterile barrier system during the sterilization phase and the tape did not change completely. The user facility reported that the devices were reprocessed prior to use. No report of injury.